Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the ring was explanted after an implant duration of approximately 9 months due to mitral stenosis. Based on the operative report indication, the patient had a mitral valve repair and coronary bypass grafting on (B)(6) 2011. The patient had a rocky postoperative course including the need for return to the operating room for bleeding and she had a slow convalescence due to continued shortness of breath. Eventually, she had a repeat echo showing pulmonary pressures in the 70s with severe prosthetic mitral stenosis due to the ring. There was no residual mitral regurgitation. Ejection fraction was preserved. Cardiac catherization showed a patent vein graft to the diagonal. The patient has minimal aortic insufficiency and only 1-2+ tricuspid insufficiency. Per the operative report procedure, posterior left atriotomy was used to expose the valve. The 24mm (subject) ring was removed in its entirety as well as all prosthetic material. A 29mm edwards bioprosthetic valve were placed and sutures were tied and there were no perivalvular leaks. The atrium was closed and the crossclamp was removed. The patient was separated from cardiopulmonary. Ventricular function was good. The patient was brought to the ICU in critical, but stable condition.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the sample device was discarded by the hospital; therefore, the root cause of this event cannot be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Explants of rings at sometime during a postoperative period are typically performed for a failed valvuloplasty repair, and typically do not represent a malfunction of the annuloplasty ring. Operative report states patient had "severe prosthetic mitral stenosis due to the ring". Without return of device and evaluation, the type/nature of the reported stenosis cannot be determined. No further actions are possible with the available information at this time.